Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother called to report air bubbles in the reservoir. Customer's mother stated that the approximate size of the air bubbles was 1/8 on the top of reservoir. Advised customer to change infusion set. Customer's mother stated that the air bubbles did not persist after the infusion set change. Customer's blood glucose reading was 210 mg/dl. Product is not being returned or replaced.